Event description:
At about 11 months after primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the medacta stem and head with a new medacta stem and head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25-oct-2023. Lot 2204716: (B)(4) items manufactured and released on 05-jul-2022. Expiration date: 2027-06-21. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported case during the period of review.